Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1100 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and a seizure. The patient report this event had happened while they were at school. The patient reports they believed while their controller was in manual mode the pump would not deliver insulin. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as dextrose. The patient was released from the emergency room after 6 hours. The patients pod will not be returned as it has been discarded.